Manufacturer narrative:
(B)(4). Report source- foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threaded tip of the inserter there was no patient injury and the procedure was completed without a significant delay. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed as returned instrument was fractured. Visual inspection shows that the threaded shaft of the hex bolt has fractured from the hex head which remains in the frame. The channel of the inserter exhibits damage suggesting off axis impaction. The device shows wear & tear. Device history record was reviewed and no discrepancies were found. The failure mode has also been addressed as part of design change to increase the strength of the device. This bolt was manufactured before the design change. This is a previously addressed design issue. Therefore, the root cause of this event contribute to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.